Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified and non-tortuous vessel. An opticross 6 hd catheter was selected for the ultrasound examination of the target lesion. The opticross catheter has successfully completed imaging. While the physician attempted to remove the catheter, it caught on the non-bsc wire and got stuck. The catheter and guidewire were removed as one unit. Procedure completed without another run, but re wiring was required. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown.